Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt stated their stimulation was increasing on its own. Pt had worked with their medtronic representative and they had the patient switch groups however that did not resolve the issue as pt reported that group they switched to was not providing relief. Agent offered to send the medtronic representative a follow up email and the pt was going to contact their medtronic representative.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient didn't think the implanted neurostimulator was charging properly. Pt stated that they would always charge the ins completely in the evening, however the next afternoon like today, the ins would be low. Pt stated that it seemed like it was taking a long time to recharge the ins. Pt stated that two nights ago, they recharged the ins for about an hour but the ins hadn't charged at all. Pt stated that there was an error message about the battery. Pt stated that the manufacturer representative (rep) told them to reset the controller, so they reset the controller twice and then the ins seemed to be recharging. Pt stated that they had to recharge the ins two or three times a day. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw the batteries screen with the controller at 100% with recharging indicated and the ins at 30%. Agent had the pt initiate an ins recharging session. Pt stated that they saw try again so they repositioned the recharger and then they saw recharging excellent. Pt stated that the ins would get up to 80% or 90% and then the ins would quit charging so they would have to start all over again. Pt said that if the ins got charged to 100%, the ins would be low again the next day. Agent reviewed with the pt that ins battery depletion was based on therapy settings/usage. Pt said that they were still having pain and so they had been having the therapy settings changed constantly. Pt noted that their therapy was now on group b with the intensity at 4.8.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and repeated the same issue, that their ins will be depleted when they wake up in the morning. Ppt said today the ins is not charging. Pt's controller was at 100% and after 15-20 minutes went down to 90%, but ins was still in red/low 'emergency' state. Agent reviewed that ins percentage would not display until up to ~30%, and charging takes longer when in red/low status. Agent additionally reviewed the charge rate isn't 1:1 - 10% drained from controller doesn't mean 10% charged to ins. Agent asked, pt confirmed they had been on excellent charge quality; agent advised they give more time to charge session, as otherwise all appears to be functioning normally. Agent reviewed again that ins depletion is related to programming and therapy usage and again redirected to hcp/rep assistance. Pt seemed irritated that agent was unable to further assist. Pt said they had been 'tweaking' their programming for the last 6 months but they weren't getting much pain relief and they were feeling discouraged. Manufacturer representative (rep) confirmed they did speak with a patient and advised they experiment with other groups/settings, as they had multiple groups set up. From there, the rep had also redirected the patient to follow up with a doctor to further assess their needs in relation to their pain symptoms.